Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jan2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit failed oxygen flow accuracy testing. There was no patient involvement. The event date was not specified; estimate used.